Manufacturer narrative:
The lad was previously stented with a 2.75x38mm medtronic stent and a 3.08x18mm medtronic stent causing the diagonal branch to occlude. An intervention attempt was made to treat the occlusion in the diagonal branch with the 3.5x15mm resolute onyx, but failed. No intervention was required to remove the 3.5x15mm resolute onyx stent from the guide extension catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. Deformation was evident to the distal tip. The guidewire did not return for evaluation. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally through the distal tip with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one 3.5x15mm resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion with 100% chronic total occlusion located in the proximal diagonal branch. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. The lad was previously stented with a 2.75x38mm and a 3.08x18mm stent causing the diagonal branch to pinch. An attempt was made to dilate the diagonal branch but failed, therefore a 5 french guide liner was placed. The diagonal branch was successfully pre-dilated using a 3.25x15mm nc euphora balloon. An attempt was made to treat the lesion with the 3.5x15mm resolute onyx but failed. The lesion was pre-dilated multiple times again. The 3.5x15mm resolute onyx stent went back into the guide liner and became stuck and was removed from the gui de liner. Further pre-dilation of the lesion was attempted. An attempt was made to re-load the 3.5x15mm resolute onyx stent onto the guide wire but failed. It is indicated that the stent was deformed in vivo during positioning/advancement to the lesion. The procedure was completed using another 3.5x15mm resolute onyx stent. The patient is reported to be alive with no injury.